Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-sep-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 04-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the stimulation didn¿t seem to be working right and when the patient would bend in certain directions they felt it was shocking them. There were no known factors that may have led to the issue. The rep interrogated the ins and performed an impedance check which found several high impedances >10,000. The rep said that the only electrodes functioning were 3,7,8,10,13. The rep stated that currently the stimulation was turned off. The healthcare professional (hcp) had an x-ray taken and it appeared the leads were kinked. The rep noted that the hcp does a one incision implant. The issue was not resolved at the time of the report but the rep said the hcp was planning to revise the leads. No further complications were reported.

Manufacturer narrative:
Analysis of the lead 977a260, serial# (B)(4) found stim/lead/body/conductor broken/at injex anchor site. #0-#6 conductors are broken 21.2 cm from the distal end. Analysis of the lead 977a260, serial# (B)(4) found stim/lead/body/conductor broken/at injex anchor site. #9, #12, #14, and #15 conductors are broken 22.3 cm from the distal end. If information is provided in the future, a supplemental report will be issued.